Manufacturer narrative:
B5. Additional information received; the rep has confirmed during the intervention, the stent graft edge of the previous stent graft was determined by the physician to be in contact with the aorta and not cots as previously reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An talent bifur xcelerant was implanted in the patient for the endovascular treatment of a 70*60 mm abdominal aortic aneurysm. It was reported that approximately 11 years post index procedure, during a follow-up, the patient was noted to have an increased aaa size and contrast in the abdominal sac. The physician then determined this was a type 1a endoleak pressurizing the sac. An etcf3232c49e was placed to the level of the left renal artery and 4 helifx endoanchors were placed distal to the etcf targeting the stent graft edge of the previous stent graft which was determined by the physician to be in cots the with the aorta. As per the physician the cause of the event can not be determined. No additional clinical sequalae were reported and the patient is fine.